Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power error alarm or low battery error alarm noted. The insulin pump was cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 405 mg/dl. The customer treated her blood glucose level with a shot. The customer was correcting her blood glucose level with the insulin pump when insulin delivery stopped and received an alarm. The customer was able to rewind the insulin pump. The insulin pump also alarmed no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.